Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (bg) of over 500 mg/dl. A correction injection was administered to address the high bg. It was discovered that the customer wasn't properly navigating the load sequence. Tandem technical support educated the customer on proper load procedures and the insulin delivery was resumed.